Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during pre-testing, it was observed that the small battery drive device locking mechanism was stuck, the bearing, coupling and seal were worn, the trigger was sticking, the device would not run and the electrical control unit (ecu) was damaged. The device also failed pretests for check the triggers and ecu function, check the off/oscillation/on switch mode function, and check the attachment coupling. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.